Event description:
Cook medical ivc filter fractured and migrated. Part is sticking thru abdominal aorta, part is sticking in spine, part is sticking in renal vein. I have had 2 blood clots to travel to my lungs and should have died. I recently discovered there was a recall on this filter. I was never notified of recall.